Manufacturer narrative:
Complaint is confirmed. Functional testing found that the driver still fits into the device though the tip of the screw is broken. Probable cause attributed to misuse. Upon visual evaluation, the screw is cracked in multiple areas, and the tip is broken off and was not returned. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the screw broke off inside the patient. The broken parts were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.